Event description:
It was reported the customer was experienced low blood glucose. The customer's blood glucose reached a low of 30 mg/dl. Customer had treated their blood glucose with food. Customer was able to increase their blood glucose to 190 mg/di. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer's esc button did not allow them to exit the priming process. Customer also stated they did not expose their insulin pump to a magnetic resonance imaging machine. Advised the customer to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.